Manufacturer narrative:
Evaluation confirms that the reported incident was caused by the incorrect warming coil being installed on the c1000t by the hosp. The unit has been repaired and returned to the hosp.